Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working for unknown reason. The customer reported that the act button does not respond when the customer tried to bolus. The customer reported that the blood glucose was 7.0 mmol/l at the time of incident. Troubleshooting was performed. The customer reported that the display was frozen and the time did not advance on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to manual injections. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. All the buttons functioned properly and no unexpected button error alarm, moisture damage on keypad traces or frozen display noted during testing. Keypad connector was fully locked.